Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10. Concomitants: 1317821- 132-28-51 - nv gxl lnr, lipped, 28mm ID, group 1 cups, 1361600- 180-01-48 - nv crown cup clstr hole 48mm group 1, 1606986- 160-31-12 - pf spline plasma w/ha ext offset sz 12. H6. Investigation results-the cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via a legal notification that a patient, had an initial right hip arthroplasty 0n (B)(6), 2010 and then the patient underwent revision surgery on (B)(6), 2017, approximately 7 years, 3 months post implant. The patient complains of pain, stiffness, discomfort, and weakness which in turn negatively affected mobility and quality of life and necessitated a revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.